Event description:
A medwatch form was received that stated that a patient underwent photorefractive keratectomy (prk) in both eyes. After treatment was completed it was noted that a transcription error occurred before treatment that resulted in induced astigmatism in the left eye. The surgeon elected to immediately retreat the left eye to address the induced astigmatism prior to discharge. A bandage contact lens was put on the left eye and the patient was prescribed a steroid eye drop in the left eye. Additional information received states that bandage contact lens was removed and the patient is healing well.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).